Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received and evaluated. A visual examination of the sample revealed the male luer connector was not broken. The reported condition was not confirmed and no root cause could be identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an unknown number of clearlink microbore extension sets that are breaking off in the female ends of the clearlink luer locks and flo-link luer locks. The customer reported that the incidents had impacted delivery of patient care or patient/employer safety. The incidents occurred during patient use in the (B)(6) ICU. There was no patient injury or medical intervention associated with this event. No additional information is available